Event description:
Device originally implanted by a different surgeon approximately 1 to 1 I/2 years ago - identity unknown. Original surgery was 2nd mpj replacement with hammertoe. Device broke - both rods separated from ball. Explanting surgeon stated that he felt the first surgeon placed the device improperly in the joint. Device removed. No additional implant placed.